Manufacturer narrative:
Age at time of event, date of birth: reported as : born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was due to poor environment/source of water, however, these are factors out of the patient's control therefore the cause was assessed as unknown. On the same day of onset, the patient was hospitalized for the event and was treated with unspecified antibiotics. Twenty days after hospital admission, antibiotic treatment and dianeal therapies were discontinued. The patient did not recover from the event and was transferred to hemodialysis. The reporter declined to provide any further information. No additional information is available.